Event description:
It was reported that the device had a travel course error alarm - plunger not moving. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: no patient involvement in this issue. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device cracked on both front corners of top case also cracked on right plunger case and bottom case. Functional testing found check clutch plunger lever error during occlusion test. Combination of lead screw and both clutch halves was found old, dirty and worn out due to normal wear. Replaced lead screw and both clutch halves. The root cause of the reported issue was found to be normal wear of customer use. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).